Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was leaking helium. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A getinge field service engineer (fse) found a leak from the regulator as well as the high pressure tubing at the junction box. The fse replaced high pressure tubing and regulator. The unit was calibrated and passes all functional, electrical and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was leaking helium.